Event description:
The caller stated the tracheostomy tubes inner cannula and cap fit too loosely and that the inner cannula is loose enough that it twists out nightly. The cap used also falls off too easily. The trach was in use for approx 3 weeks, and was replaced with another 8fen. The tube was discarded and the lot number is unk.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined.